Event description:
Consumer alleges his humidifier burned part of his carpet. No injuries were reported with this incident.

Manufacturer narrative:
We were unable to confirm this complaint as consumer has not returned the product.